Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone. The customer discovered no vacuum on tubing line #15, and indicated that the modular chemistry (mc) reagent rack was on top of line #15 and pinching the line. The customer re-routed the line and vacuum was restored to the ion selective electrode (ise) drain. The customer then primed the ise numerous times and calibrated all electrolytes successfully. A beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event as the customer was able to resolve the issue with the help of the cts over the telephone. (B)(4).

Event description:
The customer reported that fluid had collected in the drain under the modular chemistry (mc) sample probe of the unicel dxc 880i synchron access clinical system and drops of fluid reached the floor. The customer stated that all electrolyte results failed and sample results were suppressed and flagged with sample reference drift errors. The customer was wearing personal protective equipment consisting of gloves and eye protection and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.